Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was noted that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: during investigation, the audio bolus button cover was found to be missing on the pump. Unrelated to the original complaint, the display screen had missing pixel lines up the start up. The pump cover was removed and a test display was inserted. The test display screen was fully clear and functional with no missing pixel lines.

Manufacturer narrative:
Follow-up #2, 22-march-2017- correction to serial#.